Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer is calling to report low blood glucose. The customer had experienced low blood glucose event value 17 mg/dl. The customer is currently reporting symptoms related to the low blood glucose like convulsions, sweating and tremors treated with glucose intake, hospitalization and emergency visit. Troubleshooting was declined. The pump auto mode/smart guard feature was active at time of high blood glucose event. There is no information to determine whether the pump in use within 48 hrs of the high blood glucose event reported. No further patient complications were reported. The customer will continue using the device and pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0870 inches. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The following were noted during visual inspection: minor scratched display window, scratched case, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump received with an energizer alkaline battery installed. No damage noted on the original battery cap. Please see data pertaining to the primary svn (B)(6) and event date 25-feb-2024 below. Please see below for the first 10 boluses listed on the event date 25-feb-2024 on primary svn (B)(6). 02/25/2024 00:02:21.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 500 (0.05 u). Bolus amount delivered: 500 (0.05 u). 02/25/2024 00:37:23.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 250 (0.025 u). Bolus amount delivered: 250 (0.025 u). 02/25/2024 00:42:21.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 500 (0.05 u). Bolus amount delivered: 500 (0.05 u). 02/25/2024 00:47:23.000 normal bolus delivered (220). Bolus programming method: cl1 microb olus (5). Normal bolus amount programmed: 500 (0.05 u). Bolus amount delivered: 500 (0.05 u). 02/25/2024 00:52:27.000 normal bolus delivered (220). Bolus programming method: cl1 auto bolus (9). Normal bolus amount programmed: 1250 (0.125 u). Bolusa mount delivered: 1250 (0.125 u). 02/25/2024 00:57:23.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 500 (0.05 u). Bolus amount delivered: 500 (0.05 u). 02/25/2024 01:02:23.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 250 (0.025 u). Bolus amount delivered: 250 (0.025 u). 02/25/2024 01:07:23.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 500 (0.05 u). Bolus amount delivered: 500 (0.05 u). 02/25/2024 01:12:23.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 500 (0.05 u). Bolus amount delivered: 500 (0.05 u). 02/25/2024 01:17:23.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 250 (0.025 u). Bolus amount delivered: 250 (0.025 u). There were no autosuspend (12) alarm noted in the pump history file. Please see below for the usersuspended (2) alarm listed on the event date 25-feb-2024 on primary svn (B)(6). 02/25/2024 18:28:57.000 insulin delivery stopped (30). Reason for insulin delivery suspension: user suspended (2). Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 25-feb-2024 in the pump history file on the primary svn (B)(6). 02/19/2024 01:38:00.000 alarm alert notification (40). Fault number: lost sensor 1 alert (780). 02/22/2024 00:51:48.000 alarm alert notification (40). Fault number: sensor error alert (801). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to enter auto mode. The auto mode shield with the test sg value of 240mg/dl was displayed on the pump's home screen. No communication anomaly, calibration anomaly, auto mode anomaly, lost sensor alert or sensor error alert noted. Lost sensor alert (780) not confirmed. Sensor error alert (801) not confirmed. Please see data pertaining to svn (B)(6) and event date 15-dec-2023. Below. There was no data available in december 2023 in the pump history file. Unable to verify failed batt test alarm and pump error 43 or perform the history review 1 week prior to the event date 15-dec-2023 in the pump history file due to no data available. There were no failed batt test alarm or pump error 43 in the pump history file. However, the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Failed batt test alarm unknown. Pump error 43 unknown. The test battery was removed and reinserted with no failed batt test alarm noted during testing. No failed batt test alarm or pump error 43 noted during testing. Please see below for the first 10 boluses listed on the event date 14-feb-2024 on svn (B)(6). 02/14/2024 00:00:23.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 1000 (0.1 u). Bolus amount delivered: 1000 (0.1 u). 02/14/2024 00:05:25.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 1000 (0.1 u). Bolus amount delivered: 1000 (0.1 u). 02/14/2024 00:10:25.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 1000 (0.1 u). Bolus amount delivered: 1000 (0.1 u). 02/14/2024 00:15:35.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 1000 (0.1 u). Bolus amount delivered: 1000 (0.1 u). 02/14/2024 00:20:27.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 1000 (0.1 u). Bolusa mount delivered: 1000 (0.1 u). 02/14/2024 00:32:01.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 250 (0.025 u). Bolus amount delivered: 250 (0.025 u). 02/14/2024 00:37:01.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 250 (0.025 u). Bolus amount delivered: 250 (0.025 u). 02/14/2024 00:40:23.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 750 (0.075 u). Bolus amount delivered: 750 (0.075 u). 02/14/2024 00:45:29.000 normal bolus delivered (220). Bolusp rogramming method: cl1 auto bolus (9). Normal bolus amount programmed: 2500 (0.25 u). Bolus amount delivered: 2500 (0.25 u). 02/14/2024 00:50:23.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 1000 (0.1 u). Bolus amount delivered: 1000 (0.1 u). There were no autosuspend (12) alarm noted in the pump history file on svn (B)(6). There were no usersuspended (2) alarm noted event date 14-feb-2024 in the pump history file on svn (B)(6). Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 14-feb-2024 in the pump history file on svn (B)(6). 02/10/2024 06:11:00.000 alarm alert notification (40). Fault number: lost sensor 1 alert (780). 02/10/2024 11:13:00.000 alarm alert notification (40). Fault number: lost sensor 1 alert (780). 02/10/2024 11:29:00.000 alarm alert notification (40). Fault number: lost sensor 2 alert (781). 02/14/2024 09:31:00.000 alarm alert notification (40). Fault number: low battery alert (104). 02/14/2024 19:02:00.000 alarm alert notification (40). Fault number: change battery fault (73). 02/14/2024 19:04:01.000 battery removed (55). 02/14/2024 19:04:01.000 alarm alert notification (40). Fault number: battery removed (84). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to enter auto mode. The auto mode shield with the test sg value of 240mg/dl was displayed on the pump's home screen. No communication anomaly, calibration anomaly, auto mode anomaly, or lost sensor alert noted. Earliest power data available per the power management tool/detail trace file is on 3/31/2024 6:42:00 pm. There was no power data available for the event date of 02/14/2024. Unable to check power data for low battery alert and replace batt alert/change battery fault (73). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Lost sensor alert (780) not confirmed. Low battery alert (104) unknown. Change battery fault (73) unknown. Please see data pertaining to svn (B)(6) and event date 18-feb-2024 below. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 18-feb-2024 in the pump history file on svn (B)(6). 02/14/2024 09:31:00.000 alarm alert notification (40). Fault number: low battery alert (104). 02/14/2024 19:02:00.000 alarm alert notification (40). Faultnumber: change battery fault (73). 02/14/2024 19:04:01.000 battery removed (55). 02/14/2024 19:04:01.000 alarm alert notification (40). Fault number: battery removed (84). 02/14/2024 19:05:45.000 battery inserted (44). Earliest power data available per the power management tool/detail trace file is on 3/31/2024 6:42:00 pm. There was no power data available for the event date of 02/14/2024. Unable to check power data for low battery alert and replace batt alert/change battery fault (73). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Low battery alert (104) unknown. Change battery fault (73) unknown. The pump properly paired with test accu-chek guide link bg meter. The pump communicated properly and recorded the 100 mg/dl test value properly from test accu-chek guide link bg meter. No pump/bg meter communication anomaly noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The motor was tested outside of the device and passed. The pump passed the functional testing. Unable to confirm alleged low bgs (hypoglycemia)/high bgs. Pump error 43 unknown. Failed batt test unknown. No com pump to meter not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.